Manufacturer narrative:
On the previous report 1823260-2026-00246-01: b6 relevant tests/laboratory data and b7 other relevant history were updated.

Manufacturer narrative:
Discrepant bild2 results for an additional patient were provided (patient 2). On (B)(6) 2026, patient 2's initial result was 2.04 mg/dl. The repeat result on another cobas c303 analyzer was 0.88 mg/dl.

Manufacturer narrative:
The customer had a new c303 instrument installed on (B)(6) 2026, with serial number (B)(6). The customer started using this instrument on (B)(6) 2026. Discrepant bild2 results were provided for an additional patient (patient 3) from the new analyzer. On (B)(6) 2026 patient 3's initial result was 1.55 mg/dl. The repeat result in a different laboratory on another c303 analyzer was 0.38 mg/dl. A new sample was collected from the patient on (B)(6) 2026 with a result of 1.26 mg/dl. The repeat result in a different laboratory on a c503 analyzer was 1.02 mg/dl.

Manufacturer narrative:
Correction to medwatch field d device identification d4 lot no. It was provided that the same bil-d gen.2 reagent lot number has been used throughout the entire time period. The reagent lot number is 877768. For all previously reported patient results: the initial result was performed using the jendrassik-grof application of the direct bilirubin reagent. The repeat result was performed using the doumas application of the direct bilirubin reagent. On (B)(6) 2026, additional bilirubin direct results were provided. The initial result for patient 4, using the jendrassik-grof application, was 1.23 mg/dl. The result using the doumas application on another c303 in a different laboratory was 0.66 mg/dl.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable bil-d gen.2 result from the cobas c 303 analytical unit for one patient. The initial result was 1.6 mg/dl, and the repeat result on another c303 was 0.85 mg/dl.